Manufacturer narrative:
Additional reporter agility (B)(4). Investigation summary note investigation summary gcm reported a complaint from the customer stating, that "pump was plugged in and died." Visual and functional testing: the device was not returned to the service hub for evaluation and analysis, which precluded the performance of visual inspection or functional testing to assess its potential role in the reported failure of the pump to operate while plugged in. Review of 12-month service history and event history/alarm logs: a review of the device¿s 12-month service history was conducted; however, no prior indications of similar power failure events were identified. No event history or alarm logs were received from the customer, preventing a detailed analysis of these records. Consequently, the reported complaint could not be replicated or confirmed through available data. The absence of the device for evaluation and analysis, combined with the lack of event history or alarm logs from the customer, limited the ability to thoroughly investigate and validate the reported incident where the plum 360 pump ceased operation while plugged in. The investigation remains inconclusive, despite the absence of patient harm. The failure to return the device hinders a definitive assessment of its operational integrity and the cause of the reported failure.

Event description:
Event occurred regarding a plum 360 where it was reported that the pump was plugged in and died. There was patient involvement but there was no harm or injury to the patient.